Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/13/2014 with the following findings:during a visual inspection of the pump, the battery compartment was confirmed to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored. The battery and cartridge caps were not returned with the pump; a test battery cap was used to complete investigation. Also unrelated to the complaint, the down arrow keypad button was intermittently unresponsive to user presses. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.